Manufacturer narrative:
The manufacturer previously reported information alleging a device had generated internal battery depleted alarm. There was no harm or injury reported. Err_int_li_ion_depleted indicates that the internal battery has been depleted. The internal battery is the last power source, therefore therapy may be impacted. This error code does not represent a failure, but these errors may require reportability due to the potential impact to therapy. Error codes specific to an associated malfunction should be reviewed. It is unlikely that this error would be caused by a device issue. The ventilator was returned to the manufacturer for evaluation and while the issue was not duplicated by a check, the error log was reviewed and it was verified that the corresponding alarm was e-246, internal battery not charging. Err_not_charging_int_li_ion indicates that the device has been connected to ac power, the internal battery requires charging but the capacity is not increasing. The device will continue to pull from ac power even if the internal battery has completely discharged. The power management board was replaced to address the issue. Additionally, unrelated to the internal battery not charging issue, during the evaluation of the device at the manufacturer's service center, noise coming from motor blower assembly was confirmed by operational checking. The motor blower assembly was replaced to address the issue. The replaced power management board was sent to the product investigation lab (pil) for further investigation. Pil visually inspected the power management board for visual defects and found none. Pil installed the returned power management board into the trilogy test bed and operated the returned power management board on the trilogy test bed, which was plugged into ac power. The internal and detachable batteries displayed a charging icon on the display. Pil verified the power management board passed bench testing. Pil has confirmed the power management board passed proper operation. Pil was unable to confirm the failure of the power management board that was replaced by service.

Event description:
The manufacturer received information alleging a device had generated internal battery depleted alarm. There was no harm or injury reported. Err_int_li_ion_depleted indicates that the internal battery has been depleted. The internal battery is the last power source, therefore therapy may be impacted. This error code does not represent a failure, but these errors may require reportability due to the potential impact to therapy. Error codes specific to an associated malfunction should be reviewed. It is unlikely that this error would be caused by a device issue. The ventilator was returned to the manufacturer for evaluation and while the issue was not duplicated by a check, the error log was reviewed and it was verified that the corresponding alarm was e-246, internal battery not charging. Err_not_charging_int_li_ion indicates that the device has been connected to ac power, the internal battery requires charging but the capacity is not increasing. The device will continue to pull from ac power even if the internal battery has completely discharged. The power management board was replaced to address the issue. Additionally, unrelated to the internal battery not charging issue, during the evaluation of the device at the manufacturer's service center, noise coming from motor blower assembly was confirmed by operational checking. The motor blower assembly was replaced to address the issue.